Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported they have a really hard time getting the ptm (personal therapy manager) to connect to the pump. The handset lags at 91%. The agent reviewed data and walked the patient through deleting the data.the patient states she turns on the communicator first, then powers on the handset and then waits for the blue light to stop flashing. The agent reviewed external devices general use and had the patient off wifi and mobile data and had the patient restart handset. The patient was able to connect to the pump and will call back if she needs further assistance.